Event description:
It was reported the patient was admitted to the ER (emergency room) after the patient experienced severe pain, swelling and redness at the ipg site. In turn, the patient underwent surgical intervention wherein the ipg was explanted to address the issue. Additionally, the patient has been discharged from the hospital.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.